Event description:
Patient reported that the back to back test readings on the ss meter were 33 and 133mg/dl (120% difference). No symptoms were reported. Patient did not have supplies needed to do control test. Unable to reach patient by phone to follow-up. Letter was sent to patient requesting that pt contact lfs. No other information provided. There was no allegation of harm.